Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery alarm. Customer stated that blood glucose was high over 200 mg/dl to 260 mg/dl at one point. Customer also reported about getting sensor error. Insulin pump will not be returned for analysis.